Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 88 mg/dl, 138 mg/dl, 147 mg/dl, 150 mg/dl, and 198 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.